Event description:
The 30 ml luer-lock syringes utilized to draw up fat emulsion 20% by pharmacy staff. Labeled and sent to nicu for use. On two occasions with two different rns, the tip inside the luer-lock broke off while attaching the syringe to bbraun microbore extension set 60" v6212. Nurse states no different technique utilized to attach syringe. When she twisted the luer-lock onto the tubing the tip broke.the pharmacy tech who prepared the syringes used an adapter developed to transfer the fat emulsion from the bag to the syringe. She did not note any difficulty with the transfer process or note anything unusual about the syringes.